Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum infusion pump's rate had changed to a higher rate during therapy. Any patient injury or involvement is unknown.